Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade approximately 0.48" at the base - the broken piece was not returned for evaluation. The information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument blade was broken off. No conclusive determination can be made based on this analysis. The root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was used for approximately 30 minutes and a system prompt indicating release pressure was displayed. Inspection after removal identified that the blade was broken off. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse: the instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure.